Event description:
It was reported through a remote transmission that the patient's pacemaker exhibited under-sensing resulted in inappropriate mode switch episodes. Patient status was not provided.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
It was reported through a remote transmission that the patient's pacemaker exhibited functional under-sensing during mode switch episodes.